Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem comp #7r-cem; cat#5515f702; lot#bjd7r, tri ts baseplate size 7; cat#5521-b-700; lot#wrz3a, triathlon symmetric x3 patella; cat#5550-g-391; lot#x2aj, tri cemented stem 12mmx50mm; cat#5560-s-112; lot#0042734e, triathlon fix. Peg 2 per pk; cat#5575x000; lot#bs99n, tri post augment sz7 5mm; cat#5543-a-700; lot#us3z. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient underwent index surgery outside of cors scope. On (B)(6) 2017 the patient underwent a revision (re-implantation) for pji. Patient got re-infected and now all components were removed.

Manufacturer narrative:
An event regarding infection involving a triathlon insert component was reported. The event was not confirmed. Device evaluation and results: not performed as no product was returned for evaluation. No medical records were received for review with a clinical consultant. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product evaluation, pre- and post-operative x-rays, pathology, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient underwent index surgery outside of cors scope. On (B)(6) 2017 the patient underwent a revision (re-implantation) for pji. Patient got re-infected and now all components were removed.